Event description:
It was reported that there was telemetry failure with the programmer. The programmer and the radio frequency head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the reported event. (B)(4) printed circuit board exchanged. (B)(4) rf head cable exchanged.